Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during that during the implant procedure due to the patient¿s medical condition the patient experienced atrial fibrillation (af) and sick sinus syndrome, which were unrelated to product performance. Undersensing was also noted on the right atrial (ra) lead. The lead was reprogrammed post operatively and remains in use. No patient complications have been reported as a result of this event.